Event description:
The nurse noticed near the end of his/her shift that the symbiq pump (running heparin) alarmed "volume depleted" even though approximately 100-150ccs remained in the bag. The patient's partial thromboplastin time (ptt) drawn 45 minutes prior was 30.3 (ptt was 65.6 approximately 24 hrs prior). The pump had alarmed earlier in the night stating occlusion was above, then alarm stopped and pump continued. The pump was removed from service and the patient's heparin infusion was continued using a new symbiq pump. No adverse outcome to patient. The pump was sent to distributor for service and at the time of filing this report, the pump history/service record is not available.